Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 primary UDI number, d9, h3, h6. Additional h6 component code: g07002 no device problem found. Additional h6 component code c22 - photo analysis. Investigation summary: the product was returned to ethicon for evaluation. One opened sample that pertain to product code jv452 was received for analysis. During the assessment of the returned sample, the suture was examined, and it was noted uneven coating along the strand. In addition, no breakage suture was observed. Additionally, a photo was provided, and with the same condition as the received sample.the product code jv452 contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. Based on the information currently available, uneven coating and/or thick coating was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Investigation summary: the product was returned to ethicon for evaluation. One strand in two sections outside its packaging that pertain to product code jv452 was received for analysis. Additionally, a photo was provided, and with the same condition as the received sample. During the assessment of the returned sample, the suture was examined, and it was noted uneven coating along the strand. In addition, the extremes were to be cut probably caused by some surgical instrument. The product code jv452 contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed.based on the information currently available, uneven coating and/or thick coating was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Investigation summary: the product was returned to ethicon for evaluation. Ten representative unopened samples that pertain to product code jv452 were received for analysis. Upon initial inspection of the samples, no damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed and examined; it was noted uneven coating along all the strands. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. Based on the information currently available, uneven coating and/or thick coating was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was obtained: could you please indicate if the powder clogged in irregular dotted lines came directly from the suture? The powder concerns the suture thread it is noted that the thread strength seems diminished and has a brittle texture. Could you indicate if the suture broke? One of the threads with the problem has broken when a knot was made. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a dog underwent an oophorectomy procedure on (B)(6)2024 and suture was used. Deposits in white dots were noted throughout the thread, like powder clogged in irregular dotted lines. The needle consistency and strength were not impacted. The thread strength seems diminished and brittle texture. More or less important fault depending on the wires. One of the threads with the problem had broken when a knot was made. The surgery could be performed using another wire of the same lot, without affecting the animal to date. Additional information was requested.